Event description:
It was reported that the ilet issued an occlusion alert while the user was on a 6 mm, 23 inch cannula set, and the user was advised that the system detected pressure in the infusion path and to change the infusion set and related supplies; after replacement, the alert cleared and therapy continued. Symptoms included no change in blood glucose. Outcomes included no injury and no hospitalization. Investigation included customer troubleshooting and education, including infusion set and supply replacement. Investigation of this case revealed an occlusion condition consistent with flow restriction in the infusion set or tubing that resolved after component replacement, indicating device performance restored with new disposables. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing occlusion related to disposable component performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.